Event description:
The 7mm medial poly insert lifted from the tray anteriorly when the knee was brought through range of motion intraoperatively. The 8mm medial poly insert was implanted. The 8mm poly insert remained seated through range of motion testing.

Manufacturer narrative:
The 7mm medial poly insert lifted from the tray anteriorly when the knee was brought through range of motion intraoperatively. The 8mm medial poly insert was implanted. The 8mm poly insert remained seated through range of motion testing. Review of the device history record indicates that the device was manufactured to spec.